Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device leaked and water invaded while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred which led to occurrence of the error. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and an evaluation confirmed the customer allegation b30 scope communication error. A water invasion in the scope connector had caused the b30 scope communication error. There were few additional findings. The biopsy channel had leakage. The distal end had a defective thread. The light guide cover lens had a scratch. The distal end cover was damaged. The adhesive of the bending section cover was separated. The connecting tube had a dent. The control unit exhibited water leakage. The universal cord had a scratch. Water leakage was noted in the scope connector. The angulation was less than the specified value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope displayed a b30 scope communication error and no image was displayed. The issue occurred during preparation for use for an unknown procedure. There was no effect on the intended procedure and there were no reports of patient harm associated with the event.